Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the machine was not switching on. The absence of logging at the time of the event indirectly indicated an issue with the host pc which is responsible for maintaining the system logging. Upon troubleshooting, fse found the host pc had a problem and tried resetting the host pc connection, which temporarily resolved the issue. The same issue reoccurred thrice. In the first occurrence, the customer restarted the complete system; in the second occurrence, fse reset the random-access memory and all connections on the host pc; and in the third occurrence, fse replaced the host pc to permanently resolve the issue. After the replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not switching on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.